Event description:
Doctor reports that the patient presented in office with a fractured iuniht screw.

Manufacturer narrative:
The iuniht certain titanium hexed screw was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain titanium hexed screws it is recommended to torque at 20ncm. Complaint indicates screw fracture in the implant. The alleged event was non-verifiable without the return of the product. A root cause for the complaint could not be determined.